Manufacturer narrative:
This MDR is a result of retrospective review of complaints. The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Event description:
On january 11, 2024, senseonics was made aware of an incident where the patient complained of inaccurate sensor readings. The patient provided the below examples. A. (B)(6) 2024 6:55:16 pm, sg - out of range ec13 / bgm 258 mg/dl. B. 11-jan-2024 9:09:36 am, sg - out of range ec13 / bgm 143 mg/dl. C. 11-jan-2024 3:50:12 pm, sg - out of range ec13 / bgm 214 mg/dl. A review of the glucose data on the data management system (dms) suggested a deviation in the system performance and hence a sensor replacement was approved. There were no adverse events associated with this incident and no medical attention was required. The patient will have the sensor removed.

Manufacturer narrative:
The initial investigation was performed on user synced glucose data on data management system (dms), which is a cloud platform for eversense systems. Based on the initial analysis, the sensor performance had deviate from normal behavior. Upon review of the raw sensor data, a noisy degradation of the signal and reference channel was observed, which would have affected the sensor performance from that time onwards and resulted in inaccuracies in the glucose channel. To further investigate the issue and to determine the root cause, the return material authorization (RMA) was issued for the return and replacement of sensor. Investigation of the returned sensor revealed optical instability potentially caused by an issue with sensor led. No further investigation was found necessary for this complaint. As part of resolution, the customer was given a new sensor. B4. Date of this report 09 april 2024. D9. Device available for evaluation? Yes, device received on 19 feb 2024. G3. Date received by the manufacturer? 09 april 2024. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 4203. H6. Investigation conclusions updated to 4307.